Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the pump had minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad was unresponsive. Customer stated they changed the batteries but it did not resolve the issue. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the issue or if the device was dropped. Customer's blood glucose level was 401 mg/dl at time of reporting. Nothing further reported.